Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and event reported was confirmed. A pre-alarm occlusion was triggered before the pressure limit was increased to 400mmhg. No other alarm was found after the user pressure threshold increase setting. The device was received at fv for investigation. During the visual check, nothing has been observed. Several functional tests related to the reported issue (pressure accuracy, occlusion alarm accuracy, accuracy flow rate measurement) were carried out and all of them were compliant with IFU values specifications. No technical or functional cause could be identified for this event as device worked as intended during testing. Due to the user's pressure parameter adjustment (increase), detection of partial occlusion is less likely to occur. Note : in a case of extravasation (intraveinous line not in the veinous system), the cause can be linked to various circumtances such as patient mouvement (moved needle), nurse intervention, rupture of the vein,etc. It would be very difficult for our device to detect such event as the level of pressure is very low and hardly detectable. Also the specifications of our pumps do not outline that they should detect a wrong insertion of the IV line and this hazardous situation is outside fk responsibility. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
No occlusion alarm activated during use. More follow up information is needed to complete the investigation.